Event description:
Physician attempted to use the dermatome blade with the dermatome machine, and an injury occurred to the patient because we needed to switch blades and take more skin from the patient.